Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise due to possible fracture. The lead was capped and replaced. Noise was subsequently observed on the right ventricular (rv) lead later that day due to possible fracture. The patient was taken back to the operating room the next day. The physician had difficulty unscrewing and rescrewing the rv setscrew back into the cardiac resynchronization therapy pacemaker (crt-p) header. Once the lead was thought to be secured, the noise was no longer present. The lead had been tested with an analyzer and via manual manipulation and all electrical measurements were appropriate. The patient was kept overnight for observation and the noise was observed again on the rv lead the following morning. The lead was then capped and replaced. The crt-p was explanted and replaced due to the header issues the day before. No patient complications have been reported as a result of this event.